Manufacturer narrative:
The initial report had the incorrect information related to incident date. The correct information has been provided with this report.

Event description:
It was stated that customer experienced low blood glucose on (B)(6) 2019 and then their blood glucose level went high and because of low and high blood glucose level customer went to the emergency room. This was one continuous event so, incident date was (B)(6) 2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2019 with blood glucose of 50 mg/dl at the time of the incident. The customer was at 300 mg/dl at the time of admission. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer reported getting a weak battery and battery out alerts. The customer reported pump physical damage. Troubleshooting was completed and no other issues were found. The customer reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2019 with blood glucose of 298 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08720 inches. The stop current and run current measurement tests are within specification. Device also passed self test and off no power alarm test. Device uploaded properly using carelink. No unexpected weak battery alarm, battery out limit alarm, failed battery test alarm or battery icon anomaly noted during testing. Device alarmed a21 after the battery change due to faulty connector on interface board. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, cracked case at the reservoir tube window corner, cracked reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.